Event description:
Procedure type: vats/lung biopsy. According to the reporter: thoracoport was used and bit of rubber fell into chest. The piece was retrieved without any injury. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B) (4)